Event description:
I use dexcom g7 glucose monitoring device. It's always worked great up until recently. The sensor is normally replaced every 10 days. In the last month I've had an unusually high number of sensors that failed to initially pair with my phone. I spent time on the phone with dexcom support and it boiled down to a seemingly bad batch of sensors. I had four sensors in row fail to pair before I finally found one that worked. Then after 10 days I had another bad one and ten days after that another bad one. I think there must be thousands of defective units out there if my experience is representative. Given that medicare is paying for these, perhaps the feds should ask dexcom what's going on. Reference reports: mw5164275, mw5164276, mw5164277, mw5164278, mw5164279.